Event description:
It was reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was installed during the service call. The system was tested and found to be working as intended and put back into service.